Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no vibration from receiver.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no vibration.